Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00261. The pt's scs system consisted of an ipg and surgical lead. It was reported that the devices were explanted on (B)(6) 2010 due to the pt's dissatisfaction with the stimulation. No further info is available. The ipg and lead were returned to the manufacturer for analysis.